Manufacturer narrative:
As it was not possible to determine which device(s) may have been involved in the reported complaint, additional gore® excluder® components are included in this report: pla320400j/ 20563794; (B)(4); pla320400j/ 20563800; (B)(4); pla320400j/ 20406039; (B)(4). (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment for abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. According to the report, the patient¿s infrarenal vasculature was extremely tortuous, including a severely angulated proximal aortic neck (neck length approx. 24mm, degree of angulation unknown). The proximal portion of the trunk-ipsilateral leg component was deployed just distal to the right renal artery. However, the endoprosthesis reportedly migrated distally into the aneurysm sac after deployment. An excluder® aortic extender component (pla320400j; lot #20563794, 20563800 or 20406039) was deployed proximal to the first endoprosthesis; however, it also reportedly fell down into the aneurysm sac. The distal portion (ipsilateral leg) of the trunk-ipsilateral leg component was deployed to prevent further migration. Two additional aortic extender components (pla320400j; lot #20563794, 20563800 or 20406039) were then deployed proximally in the proximal aortic neck. During touch-up ballooning, the endoprostheses reportedly migrated into the aneurysm sac again, and a non-gore manufactured stent graft aortic extension was additionally deployed just distal to the renal arteries. It was reported that the distal aortic extender component and the trunk-ipsilateral leg component were completely disconnected, resulting in a type iii endoleak. According to the report, delivery of the non-gore stent graft caused the disconnection as it advanced while touching the components due to the tortuous anatomy. It was reported the proximal tip of the non-gore manufactured stent graft and a proximal portion of the non-gore deliver catheter had become detached and remained in the descending thoracic aorta. Multiple attempts to retrieve the proximal tip using a snare catheter were unsuccessful. After endovascular measures to retrieve the tip of the non-gore delivery catheter, the procedure was converted to the open abdominal surgery. All endoprostheses and the non-gore manufactured stent graft--except the bilateral distal leg portions-- were explanted. The delivery catheter of the non-gore stent graft was then removed from the patient. A descending thoracic aorta replacement was then reportedly started to retrieve the proximal tip of the non-gore stent graft. Additional event details, including procedure outcome and patient status, were requested by gore. However, no further information was provided.